Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced 3-4 instances of blood glucose (bg) levels in the 300-400 mg/dl range. The customer did not know what the cause of the high bg was. Insulin injections and boluses were used to address the high bg level.